Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead has backed into the right atrial (ra). The boston scientific technical services (ts) recommended on turning the lv sensing off. Moreover, the clinician does not know at this time if there is a plan of repositioning the lead. Additional information indicated that the lead was explanted. No additional adverse patient effects were reported.